Event description:
It was reported that during an unknown procedure, when the surgeon went to insert the device into to the trocar, it got stuck. The device and trocar had to be removed from the patient. A new device and trocar were replaced to complete the procedure. No reported impact to the patient.

Manufacturer narrative:
(B)(4) = bent advancer, damaged shaft. The analysis results for the el5ml device found that it was returned inserted through a cb5lt trocar device and with the shaft broken at distal end preventing the removal of the trocar. In addition, the device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No functional testing could be performed due to the returned condition of the device. However, it could not be determined what to may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.